Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a revision procedure, high voltage therapies had been turned off. A connection issue was suspected. Hi gh/undefined pacing impedance and oversensing were noted on the right ventricular (rv) lead. Variation in impedance was noted with manipulation of the implantable cardioverter defibrillator (ICD). When the lead was disconnected from the ICD, normal values were obtained and lead was reconnected to the device. The following day, high/undefined pacing impedance was reported. Four days later, the ICD was explanted and replaced due to suspected connector block damage. A few days post ICD replacement, alerts triggered due to changes in impedance on the rv lead and the high voltage electrode of the rv lead was replaced. No patient complications have been reported as a result of this event.